Manufacturer narrative:
Patient ID: (B)(6). The 510k: this report is for an unknown 3.5mm screw/unknown lot. Part and lot number are unknown; UDI number is unknown. The patient was reportedly implanted with 15 unknown 3.5mm locking screws and 5 unknown 3.5mm cortex screws; it is unknown which screw broke and which are concomitant. Unknown date in 2006. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a hardware removal procedure on(B)(6) 2018, due to a broken screw and infection. The screw was discovered broken through x-rays taken on an unknown day prior to the procedure. It is unknown what prompted the surgeon to take x-rays. The type of screw discovered broken is unknown. The surgery was completed successfully with everything removed with ease. The patient was originally implanted with three plates and twenty screws on an unknown date in 2006, as a part of their open reduction internal fixation (orif) of the ankle procedure. Reported concomitant devices: locking screws (part/lot unknown; quantity unknown); cortex screws (part/lot unknown; quantity unknown); 3.5mm metaphyseal plate 12 holes (part 223.412, lot unknown, quantity 1); 3.5mm medial distal tibia plate w/o tab 8 holes-right (part 238.704, lot unknown, quantity 1); 3.5mm anterolateral distal tibia pl 9 holes/right (part 241.444, lot unknown, quantity 1). This report is for an unknown 3.5mm screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: event description updated. Concomitant devices previously reported are now impacted products. Codes updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an open reduction internal fixation (orif) of the ankle on unknown date in 2006. Patient was implanted with a 3.5mm locking compression plate (lcp) metaphyseal plate, 3.5mm lcp medial distal tibia plate, 3.5mm lcp anterolateral distal tibia plate, fifteen (15) 3.5mm locking screws, and five (5) 3.5mm cortex screws. On unknown date patient developed an infection of the ankle. X-ray taken on unknown date revealed one of the screws was also broken. It is unknown if the broken screw was a locking or cortex screw. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the three (3) plates and nineteen (19) screws easily. The broken screw was trephined in order to accommodate removal. Surgery was completed successfully with no delay. Patient status reported as okay. This report is for one (1) unknown screw. This is report 1 of 6 for (B)(4).